Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. As the reported lot number 18su4005 is an invalid lot, an sap delivery search was performed to identify all product shipped to the customer three months prior to the occurrence date. During the search, it was noted there was a lot number similar to the reported lot ¿ 18su04005. This lot also shares the same product catalog number as reported by the customer. As such, a lot history review was performed for lot number 18su04005. A lot history review was performed and there was one other complaint noted on the lot. The complaint was for an internal blood leak. The production record was reviewed and there was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred while the patient was connected. Additional information was requested, however to date not provided.